Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user husband is stating that his wife sat down on the seat and the seat cracked and pinched the end user, no medical attention needed.